Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator generated error codes which rendered the ventilator on inoperable condition and stopped cycling. The ventilator was not in use on a patient at the time the malfunction occurred. The service engineer (se) verified the malfunction and replaced the inspiratory printed circuit board (pcb) and the inspiratory pressure solenoid. The unit passed all testing and operates within the manufacturing specifications.